Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the there was a delay in response from the insulin pump after pressing the center buttons on the keypad. Customer stated that numbers were not ramping on their own. Customer was able to access the menu screen. Customer stated that the buttons were not unresponsive during an easy bolus attempt. Troubleshooting was done and button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.